Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the reprocessing manual " chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system": "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope and if there was a delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. It was unknown if there were any abnormalities with accessories used for reprocessing, if endoscope was pre-soaked in detergent solution and if air/water nozzle was wiped with clean cloth, brush or sponge. The nozzle was flushed with detergent solution. There were few additional findings during device evaluation. The adhesive on bending section cover had a chip, crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Switch button 1 and 5 had a scratch and switch button 4 was worn out. Adhesive around objective lens was peeled. Adhesives around light guide lens had white-clouded area. The distal end cover had a burn. Due to adhesive peeling around objective lens, streak of flare appeared in the image. Paint on air/water-cylinder and suction cylinder was peeled. Universal cord protector and connecting tube had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The company representative reported that the customer returned the device with an inspection request. The returned device was evaluated and it was found that the nozzle of the evis lucera elite colonovideoscope had foreign materials. This MDR is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.